Event description:
A customer reported a positive outlier on a patient sample for total b-hcg. The physician questioned results and testing was repeated. The customer reprocessed the sample twice and obtained a result of 0 on both occasions. A false positive total b-hcg result has the potential to result in physician action. There was no report of patient harm as a result of this event.